Manufacturer narrative:
This follow up MDR is created to document the conclusion of the investigation. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. The device is not available for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5757031. The root cause of the event cannot be determined at this time. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient became ill at 2 weeks post op. At 6-8 weeks post op the patient presented with a wound opening. The sling was loose and that patient was incontinent. The patient is a smoker, has a high bmi, the doctor is not overly concerned that the mesh is at fault.